Manufacturer narrative:
Following notification, stimwave quality and the territory manager reviewed events preceding the issue. Following a successful trial, the patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq peripheral nerve stimulator (p/n stq4-spr-b0, s/n (B)(4)) was implanted at the left lower leg and (1) stimq peripheral nerve stimulator (p/n stq4-rcv-a0, s/n (B)(4)) was implanted at the right lower leg. The territory manager was present at the time of the implant procedure. On january 24, 2020, patient sent a message to clinical specialist stating she was wanting to schedule a checkup appointment. Patient was scheduled for a check up on (B)(6) 2020. The patient was not alleging deficiency of the device at this time. On (B)(6) 2020 the patient met with the implanting clinician. It was determined that the stimulator was delivering therapy as the electrode end of the stimulator had not migrated. However, a small lump in the skin near the incision site was observed and was determined to be the knotted end of the stimulator that had migrated outwards. The clinical representative believed that the cause of this migration was due to the knot end of the stimulator not being implanted deep enough. A revision was scheduled for (B)(6) 2020, to ensure that the stimulator did not continue to migrate. On february 11, 2020, the clinician contacted the patient regarding the scheduled revision. Patient stated that she had not been activating the devices to receive therapy. Patient was undecided on whether she wanted an explant of both stimulators or a revision of only the migrated stimulator. The clinician recommended that the patient activate the devices to deliver therapy for a week prior to making a decision on revision/explant. The revision on (B)(6) 2020 was rescheduled. On february, 17 2020, patient stated that she had been receiving good therapy and wanted a revision to the knot end of the stimulator that had migrated. The following day, february 18, 2020, patient called clinician and said she wanted the devices removed because she did not like the wearable aspect of the stimulator. The clinician made the determination to explant both of the stimulators and scheduled this operation for (B)(6) 2020. On (B)(6) 2020, explants of both stimulators were performed. The stimulator implanted in the left leg, with the knot-end migration (p/n stq4-spr-b0, s/n (B)(4)), was removed without complication. The stimulator implanted in the right leg, with no reported issue (p/n stq4-rcv-a0, s/n (B)(4)), broke in two above the asic chip. The clinician discontinued the explant procedure after this occurred. Clinician recommended that the patient have the remaining piece of the stimulator removed by the patient's podiatrist (doctor that specializes in treating issues in the feet). No further complications were noted. Stimulator migration is a known adverse event for peripheral nerve stimulators that are reduced as far as possible in the product's risk management file. The device did not fail to perform its essential functions. The root cause is due to the implanting clinician not implanting the knot end of the stimulator deep enough during the implant procedure. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the territory manager from february 3, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to reduce migration, and that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event required medical or surgical intervention to prevent or preclude permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from stimulator migration with skin irritation reported to stimwave on february 3, 2020, by territory manager.